Event description:
In (B)(6) 2012, following a catheter replacement (please see manufacturing report# 3004209178-2012-06907), it was reported that the patient had an accumulation of fluid in the area of the back incision. A CT scan was performed, and no symptoms or complications were reported at that time. In (B)(6) 2012, it was noted that the patient "seemed to be getting some therapeutic effect as his ambulation was a little better." Overall, "no significant change in ashworth scales" was noted. In (B)(6) 2013, it was noted that the patient had a fluid filled pocket; a large pseudomeningocele at the catheter insertion site of the lumbar spine area; was not feeling like he was getting full effect from the baclofen; and was receiving less than 50% therapy relief. The patient was noted to have been alive and without injury. The patient was referred for a surgical evaluation, but the outcome was unknown as of the date of this report. The medication used within the system was baclofen. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h825089508, implanted: (B)(6) 2012. Product type: catheter. (B)(4).